Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, the probable cause of the malfunction would likely be due to the device was not reprocessed properly by leak caused by pinhole of distal sheath. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope air/ water tube and air / water cylinder had foreign objects. There were no reports of patient involvement.